Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. The representative reported he dropped the device off for shipping back to the manufacturer via usps, however he did not obtain a tracking number.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration with an unknown daily dose via an implantable pump for spinal pain. It was reported that the patient¿s first infusion system was explanted due to an infection. At the time of this report, the cause of the infection and the date of onset of the infection were unknown. The system was returned to the manufacturer.